Event description:
Mother contacted in regards to her son's pump and mentioned that the up and down arrow buttons on the keypad are "slow to respond and require multiple presses" to obtain a response. Mom reports son noticed this about (B)(6) ago. Mom reports the up and down arrow buttons "seem to still have a spring behind them". Mom also reports the backlight button is not working at all and will not brighten the screen. She also mentioned that the backlight buttons "seems flat with no spring behind it". The son noticed the backlight button not working about (B)(6) ago. She also mentioned that the audio button is not responding .mom reports no trauma or water exposure to the pump. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): the up and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. The audio bolus button was found to be responding normally; the button was removed and no button defects were found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is not complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.